Manufacturer narrative:
The event of a lead revision due to lead migration was reported to abbott. The issue began after the patient experienced a fall. Both leads were explanted and replaced. The patient had no complications from the procedure and effective therapy was established post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11570. It was reported that xrays confirmed that the patient's leads had migrated. The patient underwent surgical intervention wherein one lead was replaced. Effective therapy was established post op.

Manufacturer narrative:
The event of a lead revision due to lead migration was reported to abbott. The issue began after the patient experienced a fall. Only one lead was explanted and replaced. The patient had no complications from the procedure and effective therapy was established post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.